Manufacturer narrative:
The reported event was not related to device malfunction. A complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended. During the procedure to repair the retroperitoneal bleeds, the patient had a clot removed which is unrelated to the vascade device and during that second procedure patient suffered a pseudoaneurysm but a vascade closure device was not used during that second procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device, the disc was de-deployed and the device was removed. Final hemostasis achieved with the device. The patient was moved to recovery and roughly 30 minutes later patient became unstable and a retroperitoneal bleed was located through CT. The patient was brought back to surgery to have 2 retroperitoneal bleed locations surgically repaired and corrected. In addition, the patient had a clot removed from the cfa with a fogarty balloon. Patient had a further surgical procedure the following day to correct a pseudoaneurysms and to repair a posterior wall common femoral artery dissection which occurred during the surgery to repair the retroperitoneal bleed. It should be noted that this surgery did not use the vascade closure device. All surgeries were successful.